Event description:
Reference MDR #1219856-2010-00279 for the first event involving the same patient. It was reported that the rn called the hotline for help with insertion. They had inserted two catheters prior to the call that would not pass through the sheath. The css asked if they were using the wire reinforced sheath and the rn wasn't sure. The css instructed the rn "to keep the catheters that would not go in." The css instructed them to red bag and keep the catheter for retrieval. The css also explained that the iab-s840c was a different size sheath and the rn stated she was aware, but unsure if the doctor changed the sheath in between the first and second catheters. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.